Event description:
Pt underwent left mastectomy with subsequent reconstruction using surgitek smooth shell gel filled implant. Suspected rupture necessitated removal. Right implant also removed -- different MFR.